Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and rupture confirmed with ultrasound. Healthcare professional later confirmed capsular contracture baker grade iii. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and rupture confirmed with ultrasound. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and rupture confirmed with ultrasound. Healthcare professional later confirmed capsular contracture baker grade iii. Patient undergone capsulectomy. Device has been explanted and replaced.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. And rupture. Confirmed with ultrasound. Healthcare professional, later confirmed, capsular contracture, baker grade iii. Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to d.9.: returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified, it is not possible to determine, the lot number or catalog number through the photos provided. Rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional, later confirm, capsular contracture, baker grade iii.